Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with a bg of 625 mg/dl after reporting insulin leakage from the cartridge during a supply change. The user experienced dizziness, vomiting, and shortness of breath and was driven by a friend to the hospital, where they were admitted and treated with manual insulin injections until discharge on (B)(6) 2025. The user has remained on insulin pens and plans to resume ilet therapy after follow-up with their healthcare provider.